Event description:
On (B)(6) 2009, the pt had an advance sling implanted. It was reported that following the implant the pt had incontinence that was worse than baseline and another continence device was implanted.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.